Event description:
It was reported that the speaker (horn) is broken and there is no alarm sound. The device was in use on a patient at the time of the event. There was no adverse event reported.

Manufacturer narrative:
An analysis was performed by field service personnel. The results of the analysis indicate the speaker was found to be damaged and unable to produce sound. Based on the results of the analysis, it was determined that the product has malfunctioned and the most likely cause of the reported problem was a faulty speaker. The speaker was replaced. The device was operational after repairs were completed. Reporting institution phone # (B)(6). Reporter phone # (B)(6).